Event description:
The anesthesiologist at this facility reports that all the infuso.r pumps in the facility do not alarm and/or infuse medication when the syringe is not sitting accurately in relationship to the plunger on the side of the pump. This was discovered during patient use in the or (operating room) while trying to sedate a patient for surgery. No patient injury or intervention reported.